Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: 2.0x8 mini trek; 3.0x12 nc trek guide wire: balance middle weight. (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU)is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal left anterior descending coronary artery, which had moderate tortuosity. A 2.75x28mm xience prime stent was implanted. After post-dilatation, a dissection was noted at the distal end of the 2.75x28mm xience prime stent. The dissection was successfully covered with a new 2.75x18mm xience prime stent. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.